Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor passed per specifications with accurate readings however, the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. The customer did not return the insertion needed; unable to confirm the insertion needle complaint.

Event description:
The customer called and reported having difficulty with the sensor and her blood glucose was close to 400 mg/dl after overcorrecting for low blood glucose. The customer was receiving sensor errors and experienced unexplained re-initialization. During troubleshooting, sensor was found to be bent. Customer agreed to return product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.